Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited post-sensed t-wave oversensing, resulting in high ventricular rate episodes. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).